Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form: revision surgery, bilateral broken rods. Broken 7x50 (right) l4, bilateral broken 7x70 s1. Previous instrumentation t12-pelvis. No screws l5 bilaterally. All screws broken just below poly head. Left rod broke below l4 and r rod broke between s1/s3. The 7x50 at l3. Right was removed because saddle came out. Replaced l4 right with 7.5x50 and s1. Right with 7.5x70. Both screws saddle dislodged as new rod was being placed. No abnormal stress was apparent.

Manufacturer narrative:
(B)(4). Two single innie 7x70mm polyaxial screws (product code: 1797-12-770, lot number: amnc8t) were returned to the complaints handling unit (chu). The two 1797-12-770 screws from lot amnc8t were returned broken at their necks as reported. In regards to the aforementioned broken screws, visual examination at the macroscopic level revealed that the screws fractured at the neck transition zone between the screws¿ polyaxial sphere and the screw shank. Analysis of the fractures focused on the sphere component retained within the head. The shanks were not analyzed individually due to excessive tool marks, presumably from implant extraction. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the three screws breaking postoperatively cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure due to high forces being exerted on the screws over an extended period of time, resulting in the fracture once the strength of the remaining region could no long withstand the applied load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.